Event description:
Customer reported the system is displaying intermittent filament regulator and generator errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monoblock tube assembly. System operates as intended.